Event description:
On (B)(6), 2011, the regional manager reported that he was doing an upgrade on a physician's handheld that was plugged into the wall; he was able to complete the upgrade without any problems but as soon as he unplugged the handheld, it would not hold the charge and would go dead. The physician reported that she has not experienced any problems with the handheld like that. The manager tried a few more times but the handheld continued to lose charge as soon as it was unplugged. The handheld and flashcard were returned to the MFR for product analysis on (B)(6), 2011 that has not yet been completed. When add'l info is received, it will be reported.